Manufacturer narrative:
(B)(4). Incorrect anatomy. This code is used to address the use of the proglide device in the superficial femoral artery. Per the instructions for use- indications: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic of interventional catheterization procedures using 5f to 21f sheaths. Evaluation summary: the device was returned for analysis. Because the plunger, suture, link, needles and cuffs were not returned, the failure to deploy could not be confirmed. Difficulty removing the device could not be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to deploy or difficult to remove incidents reported for this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Estimated date of occurrence will be entered as (B)(6) 2014. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right femoral artery was attempted using a proglide device after a percutaneous coronary interventional procedure. Reportedly suture deployment was unsuccessful and the device was difficult to remove. The method of achieving hemostatis was not specified. The patient was not compromised and patient outcome was stable. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information was received: the access site was the superficial femoral artery. Manual arterial compression was applied to achieve hemostasis. The physician is reported to be trained in the use of the proglide device. No additional information was provided.